Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the co2 on two hemopro devices was not flowing through the btt short port or the cannula after connecting the tubing. A third replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital returned one device to the factory for eval. The second device reported here was not returned. Refer to MFR report number: 2242352-2012-00867 for the related report.

Manufacturer narrative:
Investigation results: the device was not returned therefore, a technical eval could not be performed. Per our sops, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot numbers. There were no non conformances recorded in the lot histories. (B)(4).